Event description:
A technician reported that one day following bilateral lasik surgery, a pt was reported to have stage 1, mild diffuse lamellar keratitis (dlk). Topical steroids were increased to treat the event. There were no complaints reported by the pt, and no loss of visual acuity. In a follow up, a technician reported that the event had resolved. No further info is expected. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).